Event description:
The distributor contacted heartsine to report a potential malfunction with the device defibrillation analysis. This may prevent or delay defibrillation therapy should this reoccur. This event was patient involved however there was no impact to the patient reported.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. The device performed to specification. During the reported sca event on the 4th august 2014, the device prompted ¿no shock advised¿ after a cardiac rhythm assessment. The patient presented ventricular fibrillation and was determined to be just outside of the shockable limits for the sam 300p and its software combination. During the investigation, the device delivered the test therapy sequence without fault and was observed to record ECG data without noise or other abnormalities. No fault was identified on the device that would inhibit the interpretation of a shockable cardiac rhythm. The device was scrapped by heartsine.

Event description:
The distributor contacted heartsine to report a potential malfunction with the device defibrillation analysis. This may prevent or delay defibrillation therapy should this reoccur. This event was patient involved however there was no impact to the patient reported.